Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to hypoglycemia with a blood glucose reading of 32 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Reviewed the daily totals, and they did not add up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.